Event description:
During a therapeutic cystoscopy procedure the doctor tried to advance this guidewire through a pinpoint urethral stricture and 2 inches of the guidewire tip frayed. A pieced approx 8 inches long detached. The case was completed with another guidewire with no pt complications.